Event description:
It was reported that the pump shut down unexpectedly. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support (tts), it was confirmed that the customer was able to turn the pump back on after plugging it into a power source and declined further troubleshooting with tts. No additional information regarding the event was able to be obtained.